Event description:
It was reported that the patient experienced fluid loss and an aneurysm in the cylinder with the inflatable penile prosthesis (ipp). The ipp cylinder and pump was removed and a new ipp 18cm x 12mm cylinder and cx pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss and an aneurysm in the cylinder with the inflatable penile prosthesis (ipp). The ipp cylinder and pump was removed and a new ipp 18 cm x 12 mm cylinder and cx pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: as the complaint component was not returned, and the product record review revealed no additional information related to the complaint. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.